Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt shaky and experienced intermittent vision loss. Her dexcom showed a glucose level of 90 mg/dl while her bg meter showed a reading of 21 mg/dl. The patient called 911. There was no mentioned treatment made at home. Emergency medical services arrived and transported her to the emergency department (ed) 8:30 pm, where she received IV fluids. Once her glucose levels stabilized, she was discharged at 11:30 pm with a blood glucose reading of 87 mg/dl. The patient was in recovery period during the call. No additional medications were administered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.